Event description:
It was reported that patient received primary partial knee replacement on (B)(6), 2010. Revision procedure was performed on (B)(6), 2011 due to tibial pain. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.this is 3 of 3 reports related to the same event. (See 3002806535-2012-00191/193).